Event description:
Procedure; tonsilectomy. Reportedly, during use the device arced and caused a slight burn to the surrounding tissue. Device was not using the original blade that it is packaged with.

Manufacturer narrative:
Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received. One e2516h pencil was returned for eval. The following testing was performed on the pencil returned; visual, self key test with 40k ohm box, functional testing using a fx generator, hipot testing, switch resistance and switch activation force. All tests results were acceptable and within specifications. Valleylab was unable to duplicate or reliably determine a cause to the reported condition.